Event description:
This report pertains to one of two devices used during the same procedure, the obtryx ii. Refer to manufacturer report # 3005099803-2022-03777 for the associated device information. It was reported to boston scientific corporation that an upsylon y-mesh was implanted in the patient during a cystoscopy, bilateral temporary straight ureteral stent placement, assist in pelvic exploration procedure with ventralex abdominal mesh placement, open sacral colpopexy, rectocele repair, and tot (obtryx ii) placement due to vaginal prolapse with history of left ureteral surgery performed on (B)(6) 2016. Finding included mild deviation of the mid-distal ureters; ureters were easily seen in proper place in the pelvis. The stents were removed at the end of the case, and it was noted to expect some gross hematuria for a few days. The patient was medicated with 2 grams of ancef and there were no complications noted after the procedure. On (B)(6) 2021, the patient underwent mesh excision, cystoscopy, and proctoscopy for the preoperative diagnoses of mesh exposure, pelvic pain, and urinary incontinence. Findings included the mesh exposure at the apex of the vagina. Mesh was excised off the posterior vagina. The physician was able to feel connection to sacrum as part of sacrocolpopexy. There was no rectal exposure before or after the procedure and no lesions in the bladder were noted. Bilateral ureteral function was noted. The patient was medicated with 2 grams of ancef and there were no complications noted after the procedure. On (B)(6) 2021, the patient underwent exam under anesthesia and excision of foreign body (mesh). The mesh was able to be palpated under the vaginal skin and was very close but not through the skin. Thorough examination revealed a small suture-like exposure of blue colored material in the proximal vagina. The fragments of the mesh were excised. No mesh was noted in the rectum. As the mesh was flat and holding the vagina, and given the very thin tissue, the procedure was terminated. The physician noted that if the mesh was removed, given such little tissue, the patient would likely lose significant portions of the vagina. With her ehler danlos, she would also lose support of the vagina with resultant recurrent prolapse. The patient was medicated with 2 grams of ancef and there were no complications noted after the procedure.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2021, mesh excision date, as no event date was reported. The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. (Explant date): the extruded mesh was explanted on (B)(6) 2021 and (B)(6) 2021. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The second implant surgeon is: (B)(6). The mesh excision surgeon is: (B)(6). The assistant mesh excision surgeon (1st excision) is: (B)(6), md. The assistant mesh excision surgeon (2nd excision) is: dr. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.